Event description:
It was reported that the patient was experiencing diaphragmatic stimulation caused by the right ventricular (rv) lead. The rv threshold was reprogrammed and capture management was turned off. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2007. (B)(4).